Event description:
Air supply / oxygen and air supply alarm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the issue is deemed a reportable event since the issue is linked with a use error which led to the replacement of inlets and associated filters. No harm to the patient was reported, but the investigation concluded that this case should be reported preventively. Any consequences to the patient due to the issue in the pipeline of the hospital (water/oil/ particles) cannot be fully assessed and potential harm due to potential migration of particles into the patient (for example into the lungs) cannot be excluded. A correction through the replacement of the affected components combined with a cleaning of the device was conducted as per service manual to ensure the correct functioning of the raphael ventilator. Tests conducted after the replacement confirmed that the correction was the adequate one. No further issue was observed. The issue was discovered during ventilation of a patient. There was no reported patient or user harm, but the case is considered as reportable. The risk ID as per risk management file for this complaint was re-evaluated and changed. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In the future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.